Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly customer had just started using new insulin. Tandem technical support advised customer to follow up with their health care provider and pharmacy regarding the insulin, customer acknowledged. Customer consumed carbohydrates to address bg.